Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿[directions for use] method of use cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. Lubricate the catheter shaft with the lubricant jelly. Carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. Pull the catheter slightly to seat the balloon at the level of the bladder neck. To deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. Precautions for use to secure a sterile field for the procedure, spread a clean wrapping paper first. Place waterproof sheet beneath patient¿s buttocks. Put on sterile gloves. Open tray and place it on the wrapping paper. Cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. Lubricate catheter shaft with water-soluble lubricant packaged in the tray. Carefully insert catheter into the urethral meatus, and advance it until the balloon enters the bladder. Using a syringe packaged in the tray, gently infuse the prescribed volume of sterile water labeled on the catheter valve into the inflation lumen to inflate the balloon. Inject entire amount of water contained in the syringe. Water should not remain in the syringe after infusion. Never inflate a balloon without first establishing urine flow which assures that the catheter is in the bladder and there are no obstructions to urine flow. Pull catheter slightly to seat the balloon at the level of the bladder neck and secure placement. Fix the drainage bag to the bed properly. Fix the outlet tube of drainage bag to the bed sheet using clips to ensure that there is neither twist nor kink in the tube. To deflate balloon and remove catheter, gently insert a luer tip (needleless) syringe in the inflation valve. Even without aspiration, sterile water in the balloon will come out spontaneously through balloon deflation. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. When catheter with temperature-sensing is used, connect lead wire to monitor through extension cable or relay cable. Direction for use bard ez-lok sampling port bard ez-lok sampling port accepts a luer-lock or slip tip syringe. Do not penetrate the ez-lok sampling port with a needle. In addition, always collect urine samples from the needless sample port. Occlude drainage tubing a minimum of 10 cm below the sampling port by kinking the tubing until urine fills the tubing up to near (slightly above) the sampling port. Swab surface of site with antiseptic wipe. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port. Press the syringe firmly and twist gently to lock the syringe onto the sampling port. Aspirate desired volume of urine. After sampling, ensure that the rubber stem of the sampling port has returned to its original position. After sampling, unkink tubing." (B)(4).

Event description:
It was reported that the user found a crack on the syringe prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the user found a crack on the syringe prior to use.